Event description:
It was reported that iab was inserted tranthoracically. Afte insertion, console experienced helium loss alarms. Iab was removed. A re-insertion was not required. Pt was treated pharmacologically. Console was checked and found fully functional. See 1219856-2005-00062 for first incident involving same pt.